Event description:
Olympus was informed that a 2 inch black strip came off of the referenced device and fell into the patient's body cavity during a diagnostic colonoscopy procedure. The black strip was said to have been retrieved. There was no patient harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the black strip, which did not appear to have any rough or sharp edges, was retrieved with an unidentified snare. The referenced device reportedly had passed leakage testing prior to the procedure. The user facility further claimed that the referenced device was inspected following the procedure with no missing parts or components noted. The user facility reported that the users were experiencing difficulty advancing an unidentified single-use hot biopsy forceps into the working channel during the procedure but eventually managed to advance it through. The intended procedure was said to have been completed with the same device. The device referenced in this report was returned to olympus for evaluation. The evaluation found a leak at the distal-end of the instrument channel due to a hole and there was a cut in the #1 switch button. The glue on the bending section was cracked and peeled. There were scratches noted on the insertion tube and on the light-guide tube. The distal-end cover was cracked. Additionally, the referenced device failed the insulation test. This report is being submitted as a medical device report in an abundance of caution.